Manufacturer narrative:
The product was returned for investigation. Root cause attributed to user error. Condition is addressed in the package insert. Review of manufacturing history shows lot released to distribution without anomaly. Review of complaint history found no additional related issues for this item. Relayed by the per: based on this investigation, the part left biomet in conforming condition. The assumption was made that the groove pin was found missing from the knob, which may have occurred due to rough handling during one of the cleaning cycles. Without the groove pin being present in the knob and locking the knob on the pusher, this would have prevented the instrument from performing as intended. Completion of the investigation results relayed to product experience reporter via etq and requested results be verbally relayed to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. (B)(6).

Event description:
It was reported during a total knee arthroplasty the (rubber) end of the impactor fractured. This did not cause a delay or patient injury in the procedure.